Event description:
It was reported that clinicians have had to re start lipids at the start of infusions due to occlusion alarms. An example given was a pump module had an occlusion alarm during an infusion of smof lipids infusing at 6.6ml/hr . The clinician stated she had to re-start the infusion 5 times and had removed the IV set from the lvp and re-loaded the same IV set the clinician reported there were no issues at initial start-up of the lipid infusion, and observed no air in the filter. No further information is available. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that clinicians have had to re start lipids at the start of infusions due to occlusion alarms. An example given was a pump module had an occlusion alarm during an infusion of smof lipids infusing at 6.6ml/hr. The clinician stated she had to re-start the infusion 5 times and had removed the IV set from the lvp and re-loaded the same IV set the clinician reported there were no issues at initial start-up of the lipid infusion, and observed no air in the filter. No further information is available. There was patient involvement but impact is unknown.